Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they were told the device was fully MRI capable. Patient said they are claustrophobic and cannot go into the tubular type MRI because their shoulders are pretty broad and it squeezes them and they go nuts. Patient stated they have to use the pancake type MRI with an open machine. Patient stated they expressed their concerns to their original mdt rep before they got the implant and the mdt rep assured them that they can get the MRI they want. Agent asked when patient discovered they could not get an MRI with the open machine and patient said it was in august. Patient mentioned their back has been acting up and they saw the surgeon this week and they said they need an MRI before they can figure out what is wrong. Pt stated they are having difficulty walking. Pt is frustrated with the misinformation they have received and are wanting mdt to cover their explant surgery scheduled for this upcoming friday. Agent documented information given during call and stated someone from management team will be calling pt next week.